Manufacturer narrative:
Correction d4: unique identififier (UDI): remove ni and replace with primary di number (omitted on initial report). D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. This occurred before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.